Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultra meter's display was missing segments. The medical surveillance specialist (mss) spoke with the pt on january 22, 2010 and obtained the following information. The pt reported that the alleged display issue began on the afternoon of (B) (6) 2010. The pt claimed she was only able to see 1/2 of the segments (bottom portion). The pt informed the mss that she tests 4x/day and manages her diabetes by taking humalog insulin (75/25) with her meals. As a result of the alleged issue, the pt claimed she was unable to test and estimated the amount of insulin she gave herself. On the evening of (B) (6) 2010, the pt reported that she began to feel shaky. In response to the symptom, she claimed she immediately treated self with food and/or drink and felt better afterwards. At the time of troubleshooting, the customer care advocate (cca) was unable to confirm if there was any trauma to the subject meter. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.